Event description:
The user facility reported the involved product was used in a percutaneous coronary intervention (pci) case. When the package was opened, it was found that the mini guidewire was flared. The procedure was completed successfully. The patient was not harmed.

Manufacturer narrative:
The actual sample upon receipt was only one mini guidewire. Magnifying inspection obtained following results: (1) the outer layer had been flared at approx. 500mm from the distal end. (2) no anomaly such as a flare was found in other sections. Electron microscopic inspection of the flared section obtained following results. (1) the end of flared section had a sharp shape. (2) the fractured surface had a smooth shape. (3) no elongation was found. From investigation results, it was likely that flaring occurred due to contact with some sharp object. The outer diameter of normal section was measured and confirmed to meet the specifications. Ashitaka factory manufacturing process assures the quality of this product by performing following work and inspections. (1) 100% insertion inspection is performed with dedicated tools to confirm that there is no flare or unevenness on the outer layer. (2) 100% visual inspection and 100% inspection by hand are performed to confirm that there is no flare, unevenness, scratch, kink or bend on the outer layer. (3) when inserting the guidewire into the holder tube, visual inspection is performed to confirm that there is no flare, unevenness, scratch, kink or bend on the outer layer. The manufacturing process was checked in order to investigate the possibility that the outer layer was flared while the product was flowed in the production process. No sharp object was found in the production process. From investigation result, since the assurance system in the manufacturing process was carried out normally, it was inferred that there was no problem in the manufacturing process. In addition, from investigation result, since no sharp object that caused flaring in the outer layer was found in the manufacturing process, it was unlikely that the outer layer was flared when the product was flowed in the manufacturing process. Since the lot number was unknown, the manufacturing history records could not be reviewed. IFU states: "do not use a plastic jacketed mini guide wire with a metallic entry needle. Withdrawing the plastic wire through the metallic entry needle or advancing the entry needle over the plastic jacketed wire may cause the plastic part to shear, that may necessitate retrieval." Based on investigation results, since the assurance system in the manufacturing process was carried out normally, it was inferred that there was no problem in the manufacturing process. In addition, based on investigation result, since no sharp object that caused flaring in the outer layer was found in the manufacturing process, it was unlikely that the outer layer was flared in the manufacturing process. Due to these factors, it was not possible to identify the cause for the "when the package was opened, it was found that the mini guidewire was flared" described in the reported issue. From the state of actual sample, it was likely that some sharp object came into contact with the outer layer and was flared. However, the cause of occurrence could not be identified. Terumo medical products (tmp) (importer) registration no (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no (B)(4). .